Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
It was reported that the driver (impdtl) would not disengage from the implant during surgery.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One certain® 3.4mm(d) driver tip - long (impdtl) was returned for investigation. A visual inspection of the as returned product identified minor signs of use and no apparent malfunction. The returned device was functionally tested with an in-house compatible implant and passed functional testing without any malfunction. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. The alleged device malfunction has been unconfirmed. A root cause cannot be determined.